Event description:
It was reported by service report that the fowler was drifting and not holding patient weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler, gas spring tip.